Event description:
It was reported that, "the surgical tech put the trial onto the impactor handle incorrectly the threads became cross threaded. The surgeon could not remove trial from pt easily with the handle because threads were damaged. The surgeon used a bone hook and bone tump to remove the trial. Trial was damaged."

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis functional testing. Results: visual examination conforms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Material analysis shows the material to be in accordance to the values in the material specification. Functional testing confirms the reported event. Conclusion: appears to be design related.